Event description:
The subject coil was returned for analysis and the device investigation revealed that the subject coil was prematurely detached/separated during use. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned, and the main coil was seen to be detached. The main coil was stretched ad the suture was damaged. Coil in catheter friction functional test was unable to be performed due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported "main coil stretched" was confirm during analysis but "coil in catheter friction" it could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during surgery physician encountered resistance while pushing subject coil through micro catheter and also found it got stretched. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. The device was returned for analysis, the main coil was noted to be detached/separated from the delivery wire and appeared stretched, with the suture damaged. Due to the condition of the returned device, no functional testing was performed. An assignable cause of procedural factors will be assigned to the as reported "coil in catheter friction" and as reported and analyzed "main coil stretched" as it could not be replicated during analysis however, the analysis results are consistent with the reported event. It is probable that the subject coil was advanced or retracted against resistance, which may have caused premature detachment from the delivery wire, resulting in the observed defects in the device. An assignable cause of 'procedural factors' will be assigned to as analyzed "main coil prematurely detached/separated during use" and "main coil suture damage "as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.